Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the procedure was to treat an aneurysm. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2021, the patient presented for a percutaneous coronary intervention. Two non-abbott guide wires failed to cross the collateral coronary arteries. A pilot 200 guide wire was able to cross the proximal left circumflex (lcx) and was exchanged for a non-abbott roto-floppy wire. Rotablator atherectomy was performed with a large left main (lm) to lcx aneurysm observed following. As treatment for the aneurysm, a 2.8x19mm graftmaster (gm) stent was implanted in the lm to lcx. The aneurysm, with a small insignificant bleed, remained so a 3.5x16mm graftmaster stent was implanted distally, overlapping the 2.8x19mm gm stent. The 3.5x16mm gm stent had no malfunction, no issue, and completely sealed off the rest of the exposed aneurysmal area in the lcx. Reportedly, the small insignificant leak was located at the overlapping stent segment and had been expected to coagulate and cease bleeding. Per physician, the gm devices did not cause or contribute to complications or adverse events. Reportedly, the patient tolerated the procedure without further complications. No additional information was provided regarding this issue.